Event description:
Allegedly, revision surgery was necessary because the device failed due to corrosion at the head-neck junction and neck-stem junction. The patient experience fracture at the stem and modular neck junction, metallosis, tissue reaction, pseudotumor, pain, loss of mobility and corrosion.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.